Event description:
It was reported that the device could not be interrogated. It was also reported that no pacing was seen with electrocardiogram [ECG] or magnet placement; the device is believed to be at end of life. Device replacement was recommended; however, the device remains in use as patient is unable to be located and has been non-compliant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.